Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. Device arrived unable to interrogate. The device was cut open for further testing, which revealed that the battery voltage was at end of service (eol) level. Further analysis of device hybrid was performed and high current was noted. A longevity calculation was performed and found that the battery depletion was premature. The premature depletion conditions were reproduced during analysis.

Manufacturer narrative:
Correction: section h11 - the following statement should have been included: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received noted that the device was not a pm. The patient had an insertable cardiac monitor (icm) which exhibited premature battery depletion. The physician explanted and replaced the icm. The patient was discharged after the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker (pm) exhibited premature battery depletion. The physician explanted and replaced the pm. The patient condition was unknown.